Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer. The production records were reviewed for the product involved, no manufacturing deficiencies were identified that could have contributed to this event. There is no evidence that the device contributed to the incident.

Event description:
It was reported to the manufacturer that a 4web custom-made device was explanted approximately one month following the initial surgery. The patient reportedly presented with a dislocation in the shoulder region. The patient had undergone multiple prior shoulder replacement procedures and was noted to have insufficient bone stock. It was also reported that the patient was non-compliant with post-operative instructions, causing bone fracture. Per information received the implant itself was not fractured; rather, the surrounding bone was reported to have failed., the 4web device was explanted in (B)(6) 2026.